Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part 07.704.003s, lot dse2907: release to warehouse date: 01-jun-2017, expiration date: 28-dec-2018, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile solution leaked and squirted out the sides of the norian drillable inject (3cc) syringe during a bone void filler procedure on (B)(6) 2017. After the caps were removed and the surgeon was pushing on the top of the syringe to inject the solution into the pouch, the sterile solution leaked and squirted out the sides and did not go into the pouch. A majority of the solution was lost. Another norian drillable inject was used to complete the surgery. There was a surgical delay of approximately two (2) minutes to obtain the new norian drillable inject (3cc) and prepare it for use; 60 seconds of prep time and 60 seconds to mix. The surgery was successfully completed. The patient outcome was reported as stable. This report is for one (1) norian drillable inject 3cc-sterile this is report 1 of 1 for complaint (B)(4).